Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date : 2009, inratio: 7.0, lab: 4.4, mean: 5.7, confidence limits: unable to determine. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio : 7.0, lab: 4.4. Fingerstick and venous draw occurred within a few minutes, tests were not repeated on the meter.